Event description:
Para medic was hanging an IV of lr (abbott labs) with named tubing. Air flushed from tubing, and IV tubing clamped. Patient was venipunctured wiwth a deseret 20 ga. Angiocath, and ivac IV tubing attached; when clamp was opened to administer to patient; fluid began leaking from distal injection port. No injury resulted to patient; infusion discontinued; tubing changed using aspectic technique and infusion resumed. Occurred pre-hospital while en-route to hospital wtih ambulance reported by para medicdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.